Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion due to degenerative kyphoscoliosis at l2/3. Intra-op, when hammering the cage, the thread got loosened probably. As a result of continuous hammering the thread broke and the cage got out of control. The thread part of inserter was not used and the cage was caught with the claw part of the tip. Additional hammering was done and the cage was installed. The device came in contact with the patient. No patient complications were reported as a result of the event.